Event description:
Olympus was informed that the tip of the probe broke off during the procedure. It was also noted that the securing pin at the distal end became detached. There was no patient injury reported.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found the distal end of the wiper blade was detached. The device was sent to the original equipment manufacturer for further investigation who confirmed the reported event.